Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: an opening on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Black particles on the shell are observed. No further actions are required as the device was implanted.

Event description:
Patient's representative reported left side capsular contracture baker grade iii. Device has been explanted.

Event description:
Patient's representative reported left side capsular contracture baker grade iii. Device has been explanted.